Event description:
It was reported that the patient was unable to pump this inflatable penile prosthesis. The device had fluid loss. The device was removed and replaced. The reservoir kept in place for continual use. No patient complications were reported.